Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain at the implant site and that it started one week prior to report about wednesday. It was noted that the pain only happened when the device was turned on. It was noted that the pain was still there but not as bad when the device was turned off. It was noted that no falls or traumas were reported. It was noted that the patient turned the stimulation down and it was not helping. It was noted that the recharger would not communicate to charge. It was noted that this started about one week prior to report. It was noted that the device would not turn on. It was further noted that the patient last charged a couple of weeks prior to report. It was noted that the patient normally charged every week. It was further noted that the patient was seeing the reposition antenna screen when trying to charge.